Manufacturer narrative:
(B)(4). Pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly and minor scratched display window.

Event description:
The customer reported via phone call that the piece where reservoir locks into place was broken. The customer's blood glucose level was 383 mg/dl at the time of incident. It was reported that the customer declined troubleshoot for high blood glucose. The customer will return insulin pump for analysis.